Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the implantable cardiac monitor (icm) was unable to be interrogated and no signal could be found. It was noted that after a number of interrogation attempts the device was able to be programmed. The icm remains in use. No patient complications have been reported as a result of this event.